Event description:
It was reported that a nc trek balloon dilatation balloon (bdc) was prepared and pre-soaked according to the instructions for use. During a non-tortuous, non-calcified, left anterior descending (lad) artery, xience xpedition stenting procedure, for routine post-dilatation of the successfully implanted stent, a nc trek bdc was advanced without resistance to the lesion and inflated one time to 18 atmospheres and the balloon ruptured. The bdc was removed without difficulty and the procedure was complete. There was no adverse patient effect or no clinically significant delay in the procedure reported. There was no additional information provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances or exceptions for this lot. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.